Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, in a discussion on clip appliers, the surgeon mentioned he has been having issues with the clip appliers. When advancing the clip into the jaws, he feels it is more difficult to squeeze the trigger. Then when he has placed the applier around the structure to be ligated, he will turn the applier side to side to check that nothing unintentional is within the jaws. He says that's the clip falls out routinely. It does not scissor, but many clips fall out of the jaws. Case completed with same device. There were no patient consequences. One device was discarded.